Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer complaint of low blood results. Caller normally is in the 100mg/dl's. Based on parkes error grid analysis, the bias between the lowest result given (60) and the normal result (100) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is in the 100 mg/dl's. Based on parkes error grid analysis, the bias between the lowest result given (60) and the normal result (100) is located in zone b/c. No adverse event reported.